Event description:
A surgeon reported that during a vitrectomy procedure, there was an issue with the vitrectomy probe; at the middle of the shaft it was too thick to go through the trocar. The vitrectomy probe was exchanged and the case was able to be completed. The pt did not experience any harm.

Manufacturer narrative:
No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).